Event description:
The voluntary medwatch report stated that the right atrial lead exhibited high capture threshold and under-sensing during ventricular episodes. No intervention was performed. There were no patient consequences.